Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volift¿ with lidocaine in the lips and had a touch up 14 days later from the same vial of 0.1 ml 14 days later. Approximately 3 months later, patient experienced mildly painful inflammatory nodules on palpation on the upper and lower lip and for 1 day a slight edema of the upper lip. Patient was treated with borenar-antihistamine 1 tablet per day for 3 days, to which the edema and nodules subside during the day and reappear in the morning. Patient was prescribed ciprofloxacin 500 mg twice a day for 14 days. This record is for touch-up injection.